Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2009, a monarc subfascial hammock was implanted to treat stress urinary incontinence. Plaintiff's attorney has alleged that, "from (B)(6) 2009 through present," plaintiff has, "experienced pain, discomfort, dyspareunia, urinary problems and vaginal bleeding." It was also alleged that plaintiff has suffered debilitating injuries and will continue to require medical care, she has and will suffer chronic debilitating pain, mental anguish, diminished quality of life, and "other such damages."